Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a time of maintenance, the ht70 ventilator's screen froze at the 6 photos image. There was no patient involvement. The single board computer (sbc) printed circuit board (pcb) was replaced and the problem was resolved.

Event description:
It was reported that at a time of maintenance, the screen froze at the 6 photos image. No patient involvement. The sbc board was replaced and the problem was resolved.

Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was due to software. If information is provided in the future, a supplemental report will be issued.